Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation a polar sheath was selected for use. In the latter half of the procedure the hemostasis valve got damaged and air removal from the side branch could no longer be performed. Blood could not be removed as well. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.